Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms based on the limited documentation provided, the root cause of the reported event could not be definitively concluded, although implant selection, surgical technique, an anatomical variant and/or physical compression could not be ruled out as possible contributing factors to the reported sciatic nerve involvement. The patient impact beyond the reported early revision due to numbness secondary to sciatic nerve pressure and the effects of the ¿downsized¿ stem could not be determined, as the current patient status was not provided; however, an increased risk of stem loosening and/or subsidence could not be ruled out. No further medical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed since patient experienced numbness in his foot because of pressure on the sciatic nerve. Surgeon downsized the polar stem and changed the femoral head to release tension and pressure.